Manufacturer narrative:
Investigation conclusion: returned devices from the complaint lot were not received. Retention products were tested with qc cut-off hcg concentration (20 miu/ml) and high positive hcg urine standard (100 miu/ml). All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The issue was initially reported by the distributor on behalf of the customer. The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient tested at home twice using two home pregnancy tests and received a positive result both times. On (B)(6) 2018, the patient went to the facility to confirm the pregnancy. A urine sample was collected and was tested twice using two consult hcg urine cassettes. Both tests produced negative hcg results. A serum sample was tested at labcorp and produced a beta quantitative result of 131 miu/ml. The patient also tested herself again using a home pregnancy test and received a positive result. On (B)(6) 2018, additional blood work was sent to labcorp and produced a serum beta hcg quantitative result of 301 miu/ml. Troubleshooting was conducted with the customer. The customer was advised that false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.